Event description:
The hospital rep reported there was no impact to the patient. The hospital rep reported the patient had hardened bone; however, there was no excessive force used by the surgeon. The hospital rep stated "the appropriate screwdriver for the implanted hardware was used to try to remove the plate and screws, but the locking screws within the plate were stripped and the screwdriver broke at the distal aspect with attempted removal. A combination of a drill and burr were used to grind down the screw heads enough to where the locking plate was removed over the screws. All the screws except one were able to be removed in total from the operative field using a large needle driver. The remaining screw was mostly buried in the bone of the first metatarsal and was not prominent.